Manufacturer narrative:
Sc-1132 (B)(6) the returned ipg was analyzed and a review of the system data log confirmed that the patient had difficulty charging the ipg due to low charge current likely caused by device migration or orientation-issue. The battery depletion rate was within the expected range. The impedance measurement values were all within the expected range. It passed the functional test, and an electrical test revealed normal device characteristics with all the available information, boston scientific concludes that unable to confirm the as reported observation with testing of the product return. The reported charging issue was due to the device orientation or charging technique. Hence, the probable cause selected for this complaint is no problem detected.

Event description:
It was reported that patients ipg had flipped and was not charging. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will be returned.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patients ipg had flipped and was not charging. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will be returned.